Manufacturer narrative:
D6a implant date is approximate based off year of implant.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to a hole in the cuff. A new device was implanted with no patient complications.